Event description:
The user facility reported a patient (unknown race) was implanted with an impella 5.5 device as an elective placement. During procedure the patient experienced ventricular tachycardia resolved by repositioning. Post implant, same day, the patient's hemoglobin dropped from 8.2 to 7.9 requiring one unit of red blood cells and additionally, the patient experienced "slight" ectopy. The patient was ruled in for non-st-segment elevation myocardial infarction. Cardiac catheterization showed triple vessel disease with 100% occlusion of all three main vessels filled by collaterals and a follow up transesophageal transthoracic echocardiogram showed an ejection fraction of 25% and normal right ventricle. The patient was scheduled for coronary artery bypass graft (CABG) surgery with impella 5.5 support. After placement of the pump, the patient had an episode of ventricular tachycardia possibly due to the pump interacting with the papillary muscle. The pump was repositioned and the ventricular tachycardia resolved. The CABG was completed, and the patient was transferred to the unit in stable condition. Later, post implant same day, it was noted the patient's hemoglobin dropped from 8.2 to 7.9, and one unit of red blood cells was given. The cause of this event was unknown, but graft site bleeding could not be ruled out. Additionally, approximately four after start of support, the performance level was reduced to p-6 due to slight ectopy noted due to the cannula interaction with the septal wall; however, there was no further issue since the flow reduction. Support continued. After four days of support, the patient was successfully weaned, and the device was explanted.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.